Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, they fired the first band, but it would not deploy. They checked the device after the procedure, and it was found that the suture wire was broken. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.